Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt was completed. The reported problem (tes non-functional) could not be duplicated. Upon further investigation, he interconnect cable was pulled from strain relief. The root cause of the physical damage to the strained cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.